Event description:
I had my 1 st stryker z96.65 knee replacement on (B)(6) 2017. The knee never quit hurting and would still buckle. On (B)(6) 2018 I had a stryker t84.84xa implanted. I still have not returned to work because of the pain and I work retail. Have had 2 stryker knee rep. FDA safety report ID# (B)(4).